Manufacturer narrative:
(B)(4). The analysis results of the device (a) found that it was received with the cap separated from the sleeve and with the duckbill slightly open at the slit. A leak test was performed and it failed without the test probe inserted through the device. During the review of the manufacturing records of the device in order to check any related non-conformance, it was noted that the device exceeds the expiration date. The batch record was reviewed and no anomalies were noted during the manufacturing process. The analysis results found that the device (b) was returned in good condition. Upon evaluation of the device, the duckbill was found to be slightly open at the slit. A leak test was performed and the device was noted to leak without the test probe inserted through the device. A potential cause of this failure is attributed to molding, component transit, bodily fluids or debris from surgery. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached as to what might have caused the reported event. However, an investigation has been initiated to address the potential root cause of the insufflations issues. The batch record was reviewed and no anomalies were noted during the manufacturing process. Device b additional information: batch # d9d67x expiration date: 12/2011 manufacturing date: 01/2007 duckbill, leak issues (B)(4).

Manufacturer narrative:
(B)(4. Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, air leaked with a big boo sound when they took the forceps in and out. When the forceps was not inserted, air leaked from each device. The device was used as-is to complete the case. There were no adverse consequences for the patient. The devices were not re-used.